Manufacturer narrative:
The serial and lot number are unknown and was not provided. Physician initially indicated a plan for explantation, but patient care has since been transferred to a different doctor and no information is available on whether the explant was performed. Sample has not been returned for evaluation. During communication/interview with reporting physician, additional information was provided regarding the patient's condition: post-operative iop was controlled through the first three weeks of post-operative visits before escalating along with the development of large cysts over the plate. The elevated cysts put pressure on the cranial nerves leaving the patient with a cranial palsy. Patient care was transferred from original physician to neurosurgery colleagues. The reporting physician indicated that the valve mechanism appears to have been unrelated to the patient's issue.

Event description:
Text message received from doctor states, "new ahmed problem. 1 mos ago easy tube sx. 2 weeks later double vision. MRI shows a giant pocket of fluid over the orbit giant. Amount of fluid causing what looks like a third nv palsy from compression. Holy cow!!! It will have to come out."